Event description:
Patient had a dbs implanted fall of 2010. Patient experienced problems and had to have generator removed and another generator implanted. Surgeon wants manufacturer to see if generator is at fault.